Event description:
A makoplasty pt informed mako that she had been experiencing some kind of reaction from her implants. She did not specify or further elaborate on details of the reaction, but inquired about the material composition of the implants. The pt was informed about the implant materials, and that she should consult with her makoplasty surgeon ((B)(6)) on any medical issues she may be having from the procedure.

Manufacturer narrative:
An eval of this event was initiated by mako surgical. The investigation is ongoing and no preliminary info is available at this time.